Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Upon interrogation, the warning message ¿aida memory is not activated.¿ was unexpectedly displayed and only the statistics was available in the aida screen.

Manufacturer narrative:
Preliminary analysis indicated that the reported issue was due to telemetry errors during programming.

Event description:
Upon interrogation, the warning message ¿aida memory is not activated.¿ was unexpectedly displayed and only the statistics was available in the aida screen.

Event description:
Upon interrogation, the warning message ¿aida memory is not activated.¿ was unexpectedly displayed and only the statistics was available in the aida screen.